Event description:
It was reported that the customer experienced a low blood glucose (BG) level of 41mg/dL. Low BG cause was not known. Customer¿consumed carbohydrates¿to address BG.¿Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.